Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
While using the sheath during a procedure, the user attempted to remove it from out of the patient; however, it unraveled and separated, although it did not break into 2 pieces. The procedure was completed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. (B)(4). Correction to initial was filed within the 30 day time frame regardless of corrected date. Corrected information: investigation - evaluation. A review of the complaint history, dimensional verification, instructions for use (IFU), trends, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the unraveling/separation of the returned device began 29.5 cm from the proximal end of the sheath. There was then 6 cm of exposed coil (no coil was broken), 1 cm of the sheath tubing with an accordion type wrinkle, and the remaining distal end of the sheath had 24.5 cm of in tact material. The measurements of the sheath tubing confirmed the sheath tubing did not break apart into multiple pieces. Also, it should be noted that the dilator was not inserted in the sheath upon return of the complaint device. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Incoming inspection is performed to "ensure that there is no coil separation or breakage," and "ensure correct length of outer and inner tubing." The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." During the procedure, the patient's anatomy or another device used in conjunction with the complaint device could have damaged the sheath tubing and/or caused resistance during removal, thus leading to the material unraveling/separating. Also, if the dilator had not been inserted into the sheath prior to removal, this could have contributed to the reported failure mode as well. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
While using the sheath during a procedure, the user attempted to remove it from out of the patient; however, it unraveled and separated, although it did not break into 2 pieces. The procedure was completed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.